Event description:
The nurse assisting a (B)(6) male patient, called in to zoll lifecor customer support to report that one of the patient's batteries was showing a red light with a slash through the battery. Support issued the patient two replacement battery packs and a battery charger.

Manufacturer narrative:
Device manufacture date: battery charger (B)(4): 04/2007. Battery (B)(4): 10/2008. Battery (B)(4): 12/2007. Device evaluation summary: device evaluations of charger (B)(4) and batteries (B)(4) and (B)(4) have been completed. The reported problem (battery won't hold charge) has been confirmed. Battery (B)(4) was found to have defective cells. One or more of the celss had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Upon inspection, it was discovered that the battery charger's connector was corroded. The root cause of the corroded connector cannot be positively identified. As received, battery (B)(4) was found to have a corroded connector which prevented successful charging of the battery. The root cause of the corrosion cannot be positively identified but likely resulted from the damaged/corroded battery charger connector. No adverse event resulted from the defective battery. The patient received a replacement battery pack.